Event description:
It was reported that customer connected the reservoir to insulin vial and unable to push the air to the vial. Customer stated that she removed the reservoir and took out all the air and reconnects to the insulin and started to fill and plunger popped out. The customer was advised that there could be too much air in the insulin vial and to degas the insulin vial on every set change. Customer's blood glucose was 5.4mmol/l. Customer will return the set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.